Manufacturer narrative:
(B)(4). It was reported that the patient used medication containing acetaminophen. The dexcom g4® platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol).

Event description:
Patient contacted dexcom patient care specialist on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. Patient used medication containing acetaminophen. At the time of contact, the patient did not report any injury or medical intervention.